Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the outer insulation was breached cut, there was apparent explant damage, and all conductors were distorted; proximal segment returned and analyzed. (B)(4): upon analysis, no anomalies found.

Event description:
It was reported that the lead dislodged. A repositioning attempt was made but there was a vein occlusion, so the lead was partially explanted. No patient complications have been reported as a result of this event. It was further reported that the physician was unable to secure a setscrew in the hub and the setscrew would not fully engage in the grommet. As the lead was not secure, the device was explanted and replaced.